Event description:
Reporter stated that he received a letter regarding his freestyle liber 3 sensor. Two of his sensors are listed on the letter as defective and reading low. Pt code: 4582. Device codes: 1420, 2588. Ref report: mw5181084.